Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, while performing the rotator cuff repair surgery, two tendon anchors broke while being loaded onto the tendon anchor inserter. A new set was used and worked perfectly. Surgery was not delayed more than 30 min. The patient was not harmed beyond the reported event.